Manufacturer narrative:
(B)(4). Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Correction: device evaluated by MFR: the root cause was corrected from unable to be determined to user error. The most probable root cause has been determined to be use/user error as the dfu gives instructions to use an imager ii selective diagnostic catheter and to maintain continuous flush. (B)(4).

Event description:
It was reported that a coil was protruding from the catheter. An 10mm x 40 cm interlock¿-35 was selected and advanced to embolize the mildly tortuous target lesion. During the procedure, they advanced the coil in a 5fr non bsc catheter using intermittent flush. It was noted that the coil detached inside the probe. The physician then retrieve the coil protruding from the tip of the catheter. No patient complications were reported.

Event description:
It was reported that a coil was protruding from the catheter. An 10mm x 40 cm interlock¿-35 was selected and advanced to embolize the mildly tortuous target lesion. During the procedure, they advanced the coil in a 5fr non bsc catheter using intermittent flush. It was noted that the coil detached inside the probe. The physician then retrieve the coil protruding from the tip of the catheter. No patient complications were reported.